Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics (B)(4) on retained kit lot 1055565 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1055565, test base part number 190-430 / lot: 1055565. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1055565 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference; substances in the sample itself may have interfered with the reaction. Reference MFR. Report: 1221359-2022-03023.

Event description:
The customer reported false negative results with the ID now covid-19 assay for two (2) tests. This MFR. Report addresses test two (2) of two (2). The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022. Confirmation testing via a quidel quickvue antigen home test on an unknown date generated a positive result. Although requested, no additional information including patient treatment and outcome, was provided.